Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge for over 3 days on the mobi pump and was overfilling the cartridge. Tandem customer technical support educated the customer on the proper load techniques. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.